Manufacturer narrative:
The insulin pump passed the self test and displacement test. Pump was received with all buttons responding properly. No damage or moisture damage on keypad assembly, unlocked keypad connector, or stuck button alarm noted during testing. Pump was received with cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose level was 8.9 mmol/l at the time of the incident. Mother stated during a flight the buttons stopped working however, currently the pump working as designed. The insulin pump has a small crack on the middle button. Mother stated that she will call back they are abroad and will call back when they return to the country.